Manufacturer narrative:
(B)(4). Additional information: upon further review by quality engineering, the reported condition of a colleague infusion pump with a failure code of 814:04 was confirmed during product evaluation by baxter service personnel. This condition was due to a defective pump head module (phm). The phm was replaced to correct this condition.

Event description:
The facility reported a colleague infusion pump malfunction with a failure code of 814:04. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no report of patient/user involvement, injury or medical intervention. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. The customer is not willing to be contacted. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 814:04 was not confirmed or reproduced by baxter service personnel. No cause was determined and no repair made for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: h10 a service history review revealed that this device was previously serviced two times for the reported condition. During previous services, the pump head module on channel c was replaced. Nonetheless, previous servicing did not contribute to the reported problem. Should additional information be received, a follow-up medwatch will be submitted.